Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported via nbir "suspected/actual rupture/deflation, ptosis". This record is for the "leftt" side. The device was explanted and replaced.